Event description:
A report was received that the pt is having difficulty changing his ipg. A bsn sales representative analyzed the data and confirmed the charge profile displays signs of an intermittent high impedance battery and recommended the ipg be replaced.